Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a coronary angiography procedure, the mandril protruded from an amplatz extra-stiff support wire guide. Access was obtained in the femoral artery. The user opened the complaint device package and attempted to use/insert the wire; however, resistance was felt, and the user reported that the wire kinked, and metal was exposed. A photo provided by the customer shows mandril protrusion. The device package was not damaged. The user reportedly altered the wire from its original condition prior to use. The procedure was completed with another device of the same type. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, a photo was provided, showing mandril protrusion. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. One related non-conformance was noted on the lot; however, all affected product was scrapped. The product IFU warns ¿altering the tip¿s configuration or curve manually may damage the wire guide.¿ the information provided upon review of the dmr, DHR, IFU, and examination of the provided photo suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on the lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that procedural issues contributed to this event. The user reported that the wire guide was altered prior to use, which likely damaged the wire guide. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a coronary angiography procedure, the mandril protruded from an amplatz extra-stiff support wire guide. Access was obtained in the femoral artery. The user opened the complaint device package and attempted to use/insert the wire; however, resistance was felt, and the user reported that the wire kinked and metal was exposed. A photo provided by the customer shows mandril protrusion. The device package was not damaged. The user reportedly altered the wire from its original condition prior to use. The procedure was completed with another device of the same type. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.